Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the array and damaged silicone overmold was observed on the bottom cover. In addition, a surgical tool mark and a dent were observed on the bottom cover. All of the anomalies are believed to have occurred during revision surgery. The photographic imaging inspection revealed disturbed wire bonds on the digital and analog integrated circuit chips at the location where the bottom cover was dented. These anomalies are believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The internal visual inspection confirmed shorted wirebonds between some digital chip pins. The residual gas analysis test revealed nitrogen levels above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. However, the device was received with shorted wirebonds at the digital chip, which prevented the device from achieving lock. This is believed to have occurred due to the surgical tool damage on the bottom cover during the explant surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode extrusion. The recipient's device was explanted. The recipient recovered well from explant surgery.

Manufacturer narrative:
Prior to explant surgery, the recipient reportedly experienced loss of sound following a cerumen removal procedure. The external visual inspection revealed the electrode was severed near the array, and damaged silicone overmold was observed on the bottom cover. In addition, a surgical tool mark, and a dent were observed on the bottom cover. All these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection revealed disturbed wire bonds on the digital and analog integrated circuit chips at the location where the bottom cover was dented. These anomalies are believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. This is an interim report.